Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at a third-party service center, a ventilator inoperative error was discovered in the device's event log. This error indicates that the amount of fluctuation in the flow sensor deviated from the standard. The technician documented that the "inoperative message related to the machine flow (sensor), so it will need to be validated". No repair was performed. The device has been processed as scrap. Additionally, the ventilator inoperative error message would not allow the mac address to be viewed. The batteries do not need to be replaced.